Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 583 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with an injection pen. The customer mentioned that the insulin pump had a crack on the reservoir. The customer stated that the insulin pump had fallen apart at the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.